Manufacturer narrative:
H10: the customer called back into tech support informing that the reported issue has been resolved. It was confirmed that the issue was caused by user error. No further information was able to be obtained. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device has a large leak. It was reported there was no patient involvement at the time the issue was discovered. Attempted to gain additional information regarding details/clarification of allegation however biomed has no further information. Onsite repair scheduled. Resolution and disposition are pending.